Event description:
It was reported that the patient had phrenic nerve stimulation with any left ventricular pacing. The left ventricular lead had high thresholds. The lead was explanted. During the implant attempt of a new lead, the lead dislodged during slitting and the physician was unable to get the lead back into the coronary sinus. A new lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.